Event description:
It was reported that this patient received an inappropriate shock due to p-wave oversensing with the new electrode. Subsequently, the physician elected to explant the entire system and replace it with a transvenous one. No additional adverse events were reported.